Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tacking the mesh into the abdominal wall in a laparoscopic ventral hernia, there was a lot of difficulty loading the three devices. The difficulty resulted in tacks not firing smoothly. Some of the tacks had crunching sound when firing. Some tacks did not penetrate the mesh. Additional devices were opened to tack in the mesh and finish the case. The technicians had a lot of difficulty unloading and loading the devices. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of both products noted no abnormalities. Two fully applied 8dpt device loading units (dlus) with disrupted timing were received. Four partially applied 8dpt dlus were received. 2 had tacks protruding and disrupted timing. Two 5dpt dlus with proper timing and the shipping wedge attached was received. Microscopic inspection noted scratches on the inner tube of six of the dlus. With both instruments, the articulation knob functioned properly and the handle cycled properly with no dlu loaded. The returned dlu was loaded onto the instruments. Both instruments were applied to the appropriate test media and all tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu). However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actio ns have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.